Event description:
Customer reported having bent cannulas and stated that their blood glucose readings had gone up to 402 mg/dl. Customer stated that she did not get any alarms or notice indicating that the set was not in due to it being bent. Customer also mentioned a weak signal alert. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.